Event description:
It was reported that pump declared altitude alarm and stopped responding to touch, and insulin delivery was suspended because of the alarm. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, and technical support instructed customer to gently clean speaker holes with a soft brush and wipe area with a lint-free cloth, and loaner pump handling was being addressed by case owner.